Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The patient was asymptomatic. No medical intervention was reported. No further information was provided.